Event description:
Patient reported about three weeks ago when he removed the v-go device there was reportedly a bump. Patient reportedly encountered an infection at the needle insertion but mentioned he did not experience any pain. Patient reported that he squeezed pus out three times and continued to apply neosporin to the area. Patient stated the area has healed after a couple weeks but the location is reportedly still a little red.